Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they ran a patient sample for glucose and received a result of 191.3 mg/dl. This result was reported to the physician. On (B) (6) 2010, the doctor questioned the result based on the patient's hemoglobin a1c result of 5.5%. The sample was repeated with results of 109.0 and 110.5 mg/dl. No treatment was initiated due to the results. The glucose reagent lot number was 617746-01. The field service representative determined there was dripping from the sample probes caused by bad pipettes. He replaced the dosage pipettes and reseated the probe fittings. To verify the analyzer operation, he observed the probes during operation, ran a check test and precision with results within specifications.